Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor session that stopped working was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 between 2:00 pm and 4:00 pm, the cgm was reading 18.0 mmol/l. At 4:00 pm after seeing that level, the patient took 22 units of insulin. She 'went blank' shortly after taking the insulin and became unconscious. At 5:45 pm either her brother or nephew called for an ambulance. When the paramedics arrived, they checked a bg which was 2.0 mmol/l. They tried to give her food including peanut butter and bread, orange juice, and sugar packets. She does not recall taking any of the items because she was 'loopy' and unaware of her surroundings. When she regained consciousness, emergency medical services (ems) gave her orange juice and she started to drink it; she had two cups of juice and noticed the sensor session has stopped. They then tried to feed her peanut butter and toast and she ate a small corner of it. She then drank 2 cups of fiber wise juice. At this time, the patient noticed that the sensor session had stopped or failed. The patient did not report what error message the cgm was displaying. Ems was at the residence for one and a half hours. The patient was taken to the hospital. Before seeing the doctor, the paramedics provided the patient an egg sandwich and a juice box. An electrocardiogram (EKG) was done because she has a pacemaker. Unspecified blood work was drawn and about ten fingersticks were checked over 45-60 minutes before she was seen by the emergency room (ER) doctor. The doctor told her that her bg was 7.7 mmol/l but the cgm was then showing 18 mmol/l. Another bg check after the juice was 10.9 mmol/l. The patient was discharged at 12:30 am on (B)(6) 2022. When she got home, she replaced her sensor. At the time of the report she stated that she was in healthy condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.